Event description:
It was reported that when bed was leveled out it would go down, however, the foot end lift would not lower properly. No adverse consequences were reported.

Manufacturer narrative:
Lift bolts. Further investigation by the stryker field technician determined that the bed was stuck in the highest position. Bed has been repaired and returned to use.